Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was observed with  the implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) after implantation, with possible open circuits on contact 3 (impedance value 18249) and contact 4 (impedance value 40000) identified through impedance testing. Troubleshooting was performed by adjusting programming to avoid the affected contacts. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.